Event description:
The patient reported when trying to increase they noted por-power on reset. It was reviewed that the therapy has turned off and reset to shipping parameters. There was none patient symptom reported. The patients indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.